Manufacturer narrative:
The device was retained by the healthcare where the incident occurred and was not returned to the manufacturer for physical investigation. Shockwave's investigation has determined that the balloon caught on either the proximal lesion in the common femoral artery or the sheath during retraction of the ivl catheter. Review of manufacturing records indicates the product has met all acceptance criteria prior to being released for distribution. It is determined that the cause of the complaint is not attributed to shockwave medical design or manufacturing.

Event description:
A calcified stenosis was identified below the iliac artery that would prevent crossing of the medtronic percutaneous valve. A peripheral ivl catheter was chosen for lithotripsy-enabled vessel access of the percutaneous valve. A terumo guide was placed in the superficial femoral for delivery of the ivl catheters. After inflating the ivl balloon to 4 atmospheres and delivering the first cycle of pulses, the ivl catheter was then inflated to 6 atmospheres when a loss of pressure was noticed. Once the ivl device was removed from the introducer, it appeared that the distal portion of the balloon and the marker band were missing from the device. Based on conversations with the shockwave representative, the physician believed that during the removal of the catheter, the balloon caught on either the proximal lesion in the common femoral artery or the sheath. It was confirmed that the distal tip containing the marker band, which was restrained on another lesion just above the guide, was visible under fluoroscopy. The physician determined that the separated portion of the ivl balloon catheter was not recoverable and decided to use a balloon expandable stent to successfully anchor the separated portion of the balloon against the vessel wall to avoid possible migration and to ensure correct peripheral flow without any problem. After evaluating the possibility of continuing the operation, the physician concluded that the calcified lesion inside the vessel would not permit the passage of the valves main body to the target location. Despite not being able to pass the medtronic percutaneous valve, and the necessary stenting, the patient is doing well and did not experience any adverse events.